Manufacturer narrative:
No investigation is possible without the returned cartridge. Attempts to retrieve device for evaluation have been unsuccessful. Facility staff has been notified. No similar reports have been received for this lot of cartridges. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
During a routine hemodialysis treatment the operator reported observing blood in the waste line. Operator discontinued treatment without rinsing back blood, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased to 10,000 units/treatment and IV iron was started. No other medical intervention was required for the blood loss.